Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a software error where the device goes into service mode automatically. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Remote support from the customer care solution was received and it was determined this was a malfunction of the power switch. The customer ordered a replacement power switch to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. (B)(6).